Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 432 mg/dl at the time of incident and the current blood glucose level was 477 mg/dl. The customer¿s other blood glucose level was 459 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Troubleshooting was performed for the high blood glucose under delivery. The customer was treated for the high blood glucose with the manual injection. Based on customer report the customer does not allege the insulin pump was under delivery. The customer stated that no automode and not automatically delivering insulin at the time of high blood glucose. The insulin pump will not be returned for analysis.